Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited low impedance measurements. The physician attempted several different positions but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing impedance was confirmed. A complete lead was returned in one piece. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. An internal short was found due to the over torqued inner coil in the connector region consistent with procedural damage. Unable to perform impedance test due to the over torqued inner coil in the connector region restricting the helix from being extended and the helix retracted with soft tip as received. The cause of the reported event was due to the over torqued inner coil in the connector region consistent with procedural damage.